Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, a thorough review could not be conducted as the lot number was not provided. The transition rod was not available for eval as it was not removed from the pt. The broken rod was supplemented with add'l fixation consisting of a cross connector, double connector clamp, single connector clamp, and a rod. The pts fall may have contributed to the fractured rod; however, the exact cause cannot be ascertained.

Event description:
It was reported to globus that a pt has suffered a broken rib below l3. Revision surgery was necessary to stabilize broken rod. It was reported the pt had fallen. Revision surgery took place on (B)(6) 2014 at (B)(6).